Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone-(B)(6). D10: ratchet handle (00770102200) sn unk autoclave case (00770100300) sn unk. Z.s.g.m. Cutter 3:1 ratio (00770303000) sn unk. Z.s.g.m. Cutter 1.5:1 ratio (00770301500) sn unk. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery cutters were not making holes and required repair and general maintenance. No harm or surgical delay was noted. No additional information was noted as a result diligence is complete.